Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 435 mg/dl at the time of the call. Customer treated their blood glucose with the insulin pen. It was also found the customer had head pain, hot flashes, dizziness and was vomiting from their high blood glucose. It was also reported the customer's blood glucose rose to over 600 mg/dl in several incidents. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.